Manufacturer narrative:
The treating clinician and (B)(6) clinical staff concluded that the patient had severe allergic reaction to the topical application of azulene. The clinician reports that they are now using the routine post-treatment regimen of kool-down (applied immediate post-treatment in the office) and aquaphor. The patient is then instructed to use percleanse by dermalogica, vinegar soaks and aquaphor. There is no evidence that there was a device malfunction. No further adverse events have been reported by this practice.

Event description:
A clinician treating a patient reported complications following an ablative procedure and topical application of azulene (bio2 cosmeceuticals). Two days later, the patient visited her internist who made the diagnosis of staph infection and admitted the patient to the hospital.